Event description:
On an unknown date, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Lot/serial numbers of the implanted components are not available. On (B)(6) 2012, imaging revealed a proximal type I endoleak. On (B)(6) 2012, a reintervention occurred whereby the pt was implanted with an aortic extender component to treat the endoleak. Angiography confirmed that the endoleak was resolved.